Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Following escalation and review, a sensor replacement was approved due to system performance concerns, and the sensor was returned for evaluation.upon receipt, visual inspection of the returned sensor showed a small area of damage to the sensor hydrogel covering at one end. This was not expected to affect functional testing, as adequate coverage over critical areas remained, and in-house testing did not identify any functional issues. Review of in-vivo sensor data demonstrated variability and occasional discrepancies between sg and bg values. Optical instability was observed in one channel, corresponding to the area of hydrogel damage, which likely contributed to the observed inaccuracies. The hydrogel damage is considered a probable factor underlying the optical instability and resultant performance issues. Manufacturing records were reviewed and confirmed that the sensor lot met all release specifications, including post-graft hydrogel visual inspection requirements. Based on these findings, it is most likely that the hydrogel damage occurred during transfer of the sensor from the sensor holder to the insertion tool during the insertion procedure. A replacement sensor was provided to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.